Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure the prograsp forceps instrument reportedly did not work at all. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was loose. The intuitive motion was not functioning due to a loose pitch cable found at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The loose pitch cable was observed to be frayed as well. The frayed segments were various in lengths. The housing was removed and the pitch cables were found loose at clamping pulley, but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.